Event description:
It was reported that the patient presented in-clinic for an initial implant procedure. During the procedure it was observed that the left-ventricular (lv) lead exhibited high capture threshold. As a resolution the lv lead was not implanted and a near at hand replacement lead was implanted instead on (B)(6) 2024. Patient condition was stable.